Event description:
It was reported to covidien on 05/28/2009 that a customer had an issue with a syringe. The customer reports, a nurse was engaging the safety device after giving an injection and was scratched by the needle.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.